Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report, a problem priming the new infusion set. The customer then stated, that insulin was leaking from the reservoir when she removed it from the insulin pump. During the call, the customer's blood glucose levels dropped to 59. The customer treated with apple juice and the blood glucose went up to 68. Nothing further reported.